Manufacturer narrative:
An analysis was completed of the dose deviation that the patient received. The total time for the dose delivered was 17.35 seconds as the originally reported time included 10 seconds of beam warm-up during which the patient was not exposed to any radiation. The result of that analysis indicated some deviations in the intended dose for delivery in the specific fraction, but negligible deviation from the intended prescription dose, both to the target and to the oars (organs at risk). The incident was assessed as user error, particularly because the user continued on the treat panel even though they were intending to scan the patient for positioning. The overall risk was acceptable and there was no serious injury to the patient.

Manufacturer narrative:
A therapist opened treatment fraction #1 for a new radixact patient. A second therapist in the bunker went to start an image procedure with the key in the image position. Since the treatment fraction is what was loaded, the patient was exposed to the treatment fraction for 27.35 seconds when imaging was intended by the second therapist. It is not yet known at this time if there was a serious injury to the patient.

Event description:
The customer accidentally selected "treat" tap, instead of "image". After setting up patient on the couch, they accepted "ready" from patient control panel" and came out to the console and the turned the key position in "image" and was able to beam on.